Event description:
Pt enrolled into the create pas trial. A partial deployment of the protege rx stent reported. A second protege rx stent was used because, the first stent was deployed distal to the target area.